Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a pseudoaneurysm in the valsalva sinus on the right coronary cusp (rcc) side was observed via computed tomography (CT) angiography. An annulus rupture was indicated. Hemodynamics were maintained by rcc perforation and cardiac drainage. The patient was started on antiplatelet therapy and transferred to another hospital for rehabilitation. No additional adverse patient effects were reported.